Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 18 mm amplatzer talisman pfo occluder was chosen for implant. During the procedure, the left atrial (la) disc swelled and didn't open. The device was replaced with a new 18 mm amplatzer talisman pfo occluder and the device was implanted. The patient was stable.